Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. The alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.